Event description:
It was reported the patients blood glucose level rose to 275 mg/dl while wearing the pod between 4 and 24 hours. The patient noticed there was bleeding and the adhesive was wet. As treatment patient applied a new pod.

Manufacturer narrative:
The pod was received deployed. A leak was observed in the exposed portion of the soft cannula. It could not be determined when the cannula was damaged. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.